Manufacturer narrative:
Physio-control further evaluated the device electronic record. The data indicates that there were three attempts to charge the defibrillator and each time the charge was removed with no indication of a loss of connection to the patient through the defibrillation electrodes. Physio has determined that the cause of the reported issue is that the customer removed ac power from the ac power adapter and turned the device on in less than 2 seconds. This has been shown to cause the defibrillator charging function to not charge the defibrillator and disarm the defibrillator charge during each charge attempt.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not deliver a charge twice during patient use. The customer advised that following the second shock attempt the device displayed an error message. Medical personnel retrieved a second device from another location to continue therapy. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device would not shock. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not deliver a charge twice during patient use. The customer advised that following the second shock attempt the device displayed an error message. Medical personnel retrieved a second device from another location to continue therapy. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.